Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate mode-switch were noted on the atrial lead. Fluoroscopy was performed and revealed atrial lead dislodgement. The atrial lead was capped and replaced to resolve the event. The patient was in stable condition.